Event description:
Additional information was requested and received from patient stating the symptoms started after the implantation and he notified the doctor. Currently at the time of report, the patient hardly notice the scratching anymore.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.2. And b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested stating the patient was using moisturizing drops and have hardly noticed the scratching anymore.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after intraocular lens implantation procedure, he had slight scratching of the operated eye. Additionally after cataract surgery, he had the change from light to dark rooms, vision was severely restricted, only weak contours on objects and when working at a computer screen in the evening and at night, had rapid eye fatigue.